Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to insulation break. A new lead with the same model was successfully implanted. No adverse patient effects were reported.